Event description:
The facility's biomedical engineering department reported the pump "automatically shut off". The device was not in patient use at the time the reported condition occurred. Biomed reported that there was no patient injury or need for medical intervention.